Event description:
Rep stated that the instrument sticks while in use and will not release properly.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.